Event description:
Customer reported via phone call that she has been experiencing high blood glucose. The customer stated the highs are usually in the mornings and the day before, she was at 500 mg/dl. Customer's current blood glucose was 403 mg/dl. She had dry mouth and felt tired. During troubleshoot; it was stated the drive support cap is recessed. The tubing had no air bubbles, no insulin leak was found and the cannula was straight. Insulin did exit the tubing with manual prime. Time, date, basal rates and bolus wizard are set up correctly. The bolus history is accurate. Customer was unable to perform the high pressure test. Customer mentioned that she started using the insulin pump 2 or 3 days ago and the doctor is still working out the settings.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.